Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds and stent with a product mandrel. The product mandrel was protruding 4cm from the tip and 5mm from the exit notch. Microscopic examination and tactile inspection revealed that exit notch was torn. The inner shaft was stretched and buckled between the markerbands. Microscopic examination revealed that the tip was tore and damaged. The balloon was tightly folded with the stent secure on the balloon between the markerbands. Microscopic examination revealed that the balloon was bunched up and that the stent was damaged at the distal end. The stent struts were bunched, bent, and overlapping. An attempt to remove the product mandrel was made; however, due to the stretched and buckled shaft, the product mandrel was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2016. It was reported that product mandrel could not be removed. During preparation of a 16 x 3.00 rebel stent, the physician could not separate the protector wire from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.